Manufacturer narrative:
The device investigation was performed through review of available device data, including engineering logs and historical cgm information. Analysis of the device data from the day prior to the reported event identified intermittent cgm disconnections; however, cgm glucose values were within or above range and no hypoglycemia was observed. Data corresponding to the reported event date of 05-mar-2026 was reviewed, noting that engineering logs were last synchronized on (B)(6) -2026 at 8:14 pm. No malfunction alerts or factory reset events were identified in the device logs, and no motor errors were present to suggest inaccurate insulin delivery relative to delivery requests. Based on the available information, the ilet system was observed to be operating as intended, with insulin delivery requests occurring at regular intervals and alerts functioning appropriately, although alerts were not consistently acknowledged. Device data was limited, and the device was not returned for evaluation. Attempts to obtain additional information from the reporter were unsuccessful after multiple follow-up attempts; therefore, further clinical correlation could not be established. The root cause of the reported event could not be determined at this time, and the investigation remains inconclusive.

Event description:
On 05-mar-2026 the reporter reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels of unknown value following unknown user action. The user was transported to the hospital by a caregiver where the user was diagnosed in an unknown condition and treated with unknown treatment and discharged on an unknown date. No long-term health effects were reported.